Event description:
Subsequent to the initial medwatch report submitted, information was received stating that the patient was started on antiplatelet therapy of aspirin, plavix, and pletal (cilostazol) for the first 7 days after admission. The patient is currently prescribed aspirin and plavix. It was noted that as a hospital practice, the patient remained hospitalized as of (B)(6) 2012, however, there was no additional intervention related to the stenting or thrombosis. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There is no reported product deficiency. The reported patient effect of thrombosis, as listed in the multi-link vision instructions for use, is a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented emergently with an acute myocardial infarct of the mildly tortuous, mildly calcified, eccentric, de novo 100% stenosed right coronary artery (rca) lesion. A coronary angiography was performed and confirmed a total occlusion of the rca due to thrombus. Pre-dilatation was completed and a 3.0 x 15 mm vision stent was implanted. Post-dilatation was performed and the procedure was completed. There was no reported adverse patient effect. About 2 hours later, electrocardiogram changes were noted although the patient had no symptoms. A second coronary angiography confirmed thrombosis inside the 3.0 x 15 mm vision stent. The thrombus was aspirated and balloon catheter inflations were performed for treatment and the procedure was completed. There was no reported adverse patient effect. Though requested, no additional information was provided.